Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg implant site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg pocket was repositioned lower on their flank, resolving the issue.